Event description:
Per report received from foreign manufacturer: opton 125 namic acs .014 traverse cordis jl4 6 fr. Brite tip, introducer cordis 6 fr. Pinhole on the coaxial shaft near the balloon. There were bubbles inside the artery.